Event description:
Patient states she was diagnosed with two eye infections and is sensitive to light. Upon follow up for more information, it was found that the wrong phone number was provided. This is being filed as unconfirmed eye infection.

Manufacturer narrative:
This is being filed as an unconfirmed eye infection. Method: no examination of device were provided which could indicate if the device caused or contributed to the incident. Results: there is no direct causal relationship established between the medical device and the incident. Conclusions: no conclusion can be drawn. To date, there is no confirmation of treatment or outcome of treatment. Should further information be provided that would change this conclusion, an update to this report will be provided within 30 days of receipt of the additional information.